Event description:
Customer called to report a separation that occurred on this set. On two occasions the tubing and male luer lock adaptor separated. On the second occurrence the connection was taped and separation occurred.. Separation occurred during a chemo treatment on a chemo patient. Patient was diagnosed with a tumor at birth. Malignancy was determined at birth. Two surgeries have been performed. Chemo treatment was started in 2005. Patient was receving her second course of chemo. After separation patient had a positive blood culture. Patient has been diagnosed with a coag negative staph infection. Patient was treated with an antibiotic for the infection in the hospital. Antibiotic was also given to the patient when released from the hospital. Patient was released from the hospital in 2005.